Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic three weeks post-procedure. It was observed that the right atrial lead caused micro-perforation with symptomatic large pericardial effusion. Pericardiocentesis was performed. There were no patient consequences.